Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx). The lesion was predilated with a 2.0x15mm non-bsc balloon inflated to 16atms. The residual stenosis was reduced to 25-25%, however when the 32x2.50mm taxus liberte stent delivery system (sds) was advanced it did not cross the lesion. The distal tip got caught while crossing the lesion so an additional non-bsc guide wire was inserted for support; however the sds still failed to cross the lesion. Resistance was encountered when removing the device due to the calcification in the proximal portion of the lesion. Upon examining the sds outside the patient, stent damage was noted. No additional attempts were made to cross the lesion with a new sds. The patient was brought back at a later date to treat the lad and stenting was still unsuccessful. There were no patient complications and the patient's current condition is listed as good.

Manufacturer narrative:
Device is a combination product.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx). The lesion was predilated with a 2.0x15mm non-bsc balloon inflated to 16atms. The residual stenosis was reduced to 25-25%, however when the 32x2.50mm taxus liberte stent delivery system (sds) was advanced it did not cross the lesion. The distal tip got caught while crossing the lesion so an additional non-bsc guide wire was inserted for support; however the sds still failed to cross the lesion. Resistance was encountered when removing the device due to the calcification in the proximal portion of the lesion. Upon examining the sds outside the patient, stent damage was noted. No additional attempts were made to cross the lesion with a new sds. The patient was brought back at a later date to treat the lad and stenting was still unsuccessful. There were no patient complications and the patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned complaint device revealed stent damage. The struts in the middle 4 rows were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The undamaged portion of the stent met specifications. Further examination of the balloon and tip sections of the device found no damage that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).